Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. All catheters are 100% inspected at the time of manufacture. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that the patient had hydrocephalus from a traumatic brain injury dating back several years. According to the report, the patient has had nothing but problems with the implants for the past 4 years. Reportedly, the patient had suffered mental digression, constant pressure headaches, blood pressure issues, and they were no longer to sit up or speak. It was stated the patient needed an adult shunt surgeon. Additional information received reported the patient had the shunt settings adjusted numerous times to resolve the previous reported issues as well as having the catheters leading to the abdomen replaced. It was stated once each shunt was implanted, the patient started complaining of pain at each of the shunt valve sites. There were some complications that developed after the surgery like cerebrospinal (csf) leaking from the abdominal incisions that eventually resulted in the replacement of the catheters toward the abdomen. The patient had been evaluated by numerous neurosurgeons, but they all refused to replace the valves as the shunts appeared to be working. It was stated the patient had the shunt valve settings adjusted numerous times, but they continued to experience a mental decline as well as behavioral decline. The patient stopped talking in (B)(6) 2015 and stopped sitting up in (B)(6) 2016. They also said their head did not hurt as much when lying down. Even though the shunts were tested numerous times and the doctors said they were working, the patient continued to have head pain at the valve site as well as pressure pain. It was stated that when the patient had the non-programmable shunt valve, they did not have this head pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.